Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage during use. The following information was provided by the initial reporter: adapter leakage.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage during use. The following information was provided by the initial reporter: adapter leakage.

Manufacturer narrative:
H.6. Investigation summary: bd received a q-syte closed luer access device from an unknown lot for evaluation. A review of the device history record could not be performed as lot was unknown and could not be identified from the returned unit. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the device. However, a sticky substance was identified on the outside of the device and cleaned from the device. The q-syte was tested for leakage in both the actuated and unactuated position. No leakage was observed coming from any components of the device. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were identified a definitive root cause could not be determined. H3 other text : see h.10.